Event description:
Port removal. Patient returned to ed with pain at port site. Port catheter connector was retained in the subcutaneous tissue.

Manufacturer narrative:
Item number, item description, lot number, expiration date, UDI: (B)(6), xcela power injectable port with 9.6f x 500 mm attachable polyurethane catheter and silicone plugs, 152926000, 2028-02-19, 0764014511032. The manufacturer conducted a documentary review: product sold to this facility met their specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect "retained in subcutaneous tissue". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product). Follow up 1- correction to section e- initial reporter information was incorrect. Initial reporter also sent a report to FDA, corrected to checking "yes" box.

Event description:
Port removal. Patient returned to ed with pain at port site. Port catheter connector was retained in the subcutaneous tissue.

Manufacturer narrative:
Item number, item description, lot number, expiration date, UDI: h965451830, xcela power injectable port with 9.6f x 500 mm attachable polyurethane catheter and silicone plugs, 152926000, 2028-02-19, (B)(4). The manufacturer conducted a documentary review: product sold to this facility met their specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect "retained in subcutaneous tissue". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).